Event description:
Patient reported "left side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , d.9 , h.3 , h.6. Device evaluation: visual analysis of the returned device identified the device was broken shell, flat creases, wear abrasion, missing shell and white particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening and one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One sharp broken in the side patch/shell bond edge assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Device has been explanted and replaced.